Event description:
Clinic notes from (B)(6) 2013 were received and provided device diagnostic results. The diagnostic results were within normal limits, indicating proper device function at that time. The patient reported that the physician reported the patient's vns was working after system was checked in (B)(6) 2013.

Event description:
It was reported that a patient was to be referred for a full revision surgery due to a non-specific device issue. Per the patient's caregiver, the patient was told that there was no current and the generator needed to be replaced. The device was not interrogated so the specific device malfunction is unknown. The surgery was later cancelled as the patient had a sinus infection. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming/device diagnostic history.